Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2021, a 29mm epic valve was implanted in the patient. After the procedure, the patient presented with shortness of breath and echocardiogram showed a gradient of 10mm. The valve was calcified with some leaflet deformity. The valve was explanted and a new non- abbott valve was implanted. The patient was reported stable.

Manufacturer narrative:
An event of valve calcification, leaflet deformity, mitral valve stenosis, and dyspnea was reported. The device was returned to abbott for investigation, and all cusps were noted to have previously been dissected or torn. The outflow surface of one cusp was observed to have a layer of fibrin thrombus which was tethered to the fold of the free edge of the cusp. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. Based on the available information, the cause of the reported stenosis could not be conclusively determined. However, the thrombus formation and fibrotic thickening noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation. The observed leaflet fold appears to be related to the fibrin thrombus formation tethered to the leaflet. The reported surgical intervention was a result of case-specific circumstances, as the device was explanted, and another valve was implanted. There is no indication of a product quality issue with regards to manufacture design or labeling.

Event description:
N/a.